Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through a review of medical article " a holy situation: an unexpected complication during a tavi procedure", after an unknown amount of time, a patient underwent intervention for a 26mm sapien 3 ultra valve in the aortic position due to severe aortic stenosis. Pre-dilation was performed with a 22mm balloon. After the valve was implanted, moderate regurgitation (unknown whether it was paravalvular or central) was noted. Post-dilation with the same balloon was attempted, encountering difficulties with balloon progression. At that time, the patient presented with hemodynamic collapse and cardiac arrest. An echo showed no pericardial effusion, excluding annular rupture. While performing advanced life support maneuvers, aortography was performed showing an aortic rupture at the transition between the aortic arch and the descending aorta. Tamponade with a 28mm non-edwards balloon was performed and a thoracic endovascular aortic repair (tevar) 28mm was implanted with subsequent dilation using a balloon. While resolution of the active rupture was achieved angiographically and despite 55 minutes of resuscitation maneuvers, cardiac rhythm could not be restored and the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: a severe calcification of the aortic arch. Aortic rupture at the transition between the arch and the descending aorta. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficult to track system through anatomy' was empirically confirmed based on evaluation of provided medical records. Available information suggests that patient factors (calcification) likely contributed to the event as per medical records there were a severe degree of calcification at the aortic arch. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.